Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The tip of the drill was broken during inserting the aznis micro in the fifth metatarsal fracture. It remained broken part in the body.

Manufacturer narrative:
The reported event that 45-30005 was alleged of material integrity issue - breakages/fractures/cracks could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The tip of the drill was broken during inserting the aznis micro in the fifth metatarsal fracture. It remained broken part in the body.